Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): - 00840002511 (63028261) - 00840004410 (64290038) associated product information: - 110034355 (ax32bf1004) - 47840103800 (64401469) - 47225500800 (65882521) - 00840108000 (56708036) - 00840009400 (65385845) - 00840009500 (65337404) - 00840009000 (64302321) the customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient is considering an elbow revision procedure due to unknown reasons to remove the humeral stem implanted approximately four (4) years ago and other elbow components implanted approximately one and a half (1.5) years ago. This planned revision will involve replacements with competitor products on an unknown date. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b2; b4; b5; b7; d2; g1; g3; g6; h1; h2; h3; h10. Upon reassessment of the reported event, it was determined to be not reportable as this device did not contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had a right total elbow arthroplasty approximately five (5) years ago followed by a revision forty-one (41) months later due to pain and ulnar loosening. Subsequently, one (1) month ago, the patient underwent a second revision due loosening of the ulnar and humeral implants. A competitor, custom made, ulnar implant and a zb humeral implant were placed. No further event information is available at the time of this report.